Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and angina are listed in the xience prime everolimus eluting coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.0x18 mm xience prime is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013 the 3.0x18 mm and 3.5x33 mm xience prime stents were implanted in the left main coronary artery and one 2.5x18 mm xience prime stent was implanted in the distal left circumflex (lcx) coronary artery. On (B)(6) 2018 the patient had sudden chest pain diagnosed as a myocardial infarction. The patient was admitted to the hospital, medication was administered and revascularization via percutaneous transluminal angioplasty was performed in the proximal left anterior descending and the proximal lcx. No additional information was provided.